Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- date of event is estimated as 01/01/2010 d4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report. Attachment article, titled ¿ultrasound-guided femoral hemostasis in peripheral angioplasty: real-world outcomes with vascular closure devices versus manual compression¿.

Event description:
The objective of this article was to study access-site complications (ascs) and comparing outcomes associated with vascular closure devices (vcds) versus manual compression (mc). Between january 2010 and october 2023, a proglide suture was used to close the access site in 30 patients. In 20 other patients, a starclose device was used to close the access site. The proglide device may have caused or contributed to a hematoma, pseudoaneurysm, and bleeding requiring intervention. The starclose device may have caused or contributed to hematoma or bleeding requiring intervention. The article concludes by stating vcd use was associated with lower 30-day asc rates and low device failure rates compared with mc. Details are listed in the attached article, titled ¿ultrasound-guided femoral hemostasis in peripheral angioplasty: real-world outcomes with vascular closure devices versus manual compression.¿